Event description:
The customer reported the ventilator went vent inop while in use on a patient and alarmed. The customer reported there was no patient harm . Vent inop, when in use, will stop providing ventilatory support to the patient, the respironics service technician confirmed the reported problem due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.